Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Medtronic representative reported via email low blood glucose and hospitalization. Customer had low blood glucose levels multiple times that required emergency assistance in the past. Customer's most recent low blood glucose level resulted in paramedics arriving about a year ago. Customer declined to speak to the 24 hour helpline.